Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 1121308-2018-00051, 1121308-2018-00052 and 1121308-2018-00054.

Event description:
This is 3 of 4 reports. Spine published "collagen matrix (duragen) in dural repair: analysis of a new modified technique". This study aims to repair spinal dura following incidental durotomy, spinal tumor surgery, and trauma. Study design. Retrospective review of 110 patients undergoing spinal dural repair and regeneration using an onlay, suture-free, 3-dimensional-collagen matrix graft (duragen) over an 8-year period (1995-2003). Objectives. Technique appraisal of collagen matrix to repair spinal dura following incidental durotomy, spinal tumor surgery, and trauma. Summary of background data. Traditional methods of spinal dural repair following incidental durotomy involve tedious attempts at primary watertight suture with a 5% to 10% failure rate. Dural injury occurs after trauma, or dural excision may be required after tumor resection. Collagen matrix is a newer development in collagen sponge. Methods. The clinical and demographic data included diagnosis, type and site of surgery, infection risk, size of defect, use of lumbar drains, closed suction subfascial drains, and adverse events. The primary endpoints of graft failure were cerebrospinal fluid leak and pseudomeningocele formation. Neurosurgical wound infection rates were determined. Complication: pseudomeningoceles were detected in 4 patients. In 3 patients (2.7%), the pspm were evident both clinically (boggy swelling) and on MRI. The second patient had undergone reoperation for postlaminectomy spondylolisthesis. The patient complained of a boggy swelling and spinal headaches. Pseudomeningocele was confirmed on computed tomography (CT) scan. These symptoms resolved without surgery by the 3-month follow- up visit. Conclusions: collagen matrix was successful in cerebrospinal fluid containment in 95% of patients requiring dural repair following anterior and posterior spinal surgery. Subfascial drains were safe. Routine lumbar drains are not required but are recommended for repair of established pseudomeningocele formations.

Manufacturer narrative:
Based on the absence of lot and catalog information of the products used in this retrospective study review that covers cases from 1995 to 2003, it is not possible to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the DHR review and event/nc/CAPA/scar history review. No complaint unit will be returned, and no lot number was reported; therefore, no failure analysis or retains samples evaluation is possible. The reported condition is unconfirmed. No further analysis is possible at this time. The study is not conclusive of relating the reported conditions with duragen products. Thus, the root cause of the reported condition is undetermined.